Event description:
It was reported during implant procedure that the left ventricular lead exhibited diaphragm stimulation and inadequate capture threshold. Attempt to reposition the lead was unsuccessful due a failure to advance the guidewire. The lead was successfully exchanged. The patient was stable.